Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was not reported; however, it was noted that the aneurysm is currently 9cm in diameter. Approximately two weeks post index repair, it was reported that the patient was admitted emergently due to a type a and type b dissection. The flap completely collapsed the stent grafts. The physician performed an intervention with an ax fem-fem procedure. The physician attributed the dissection due to hypertension because the patient stop taking medication. The intervention was completed successfully and the type a dissection was resolved; however, the type b dissection was left untreated and patient will continue to be monitored. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).